Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a needle stick injury occurred while disposing of an unspecified bd wingset acquisition device in an over filled sharps container after use. There was no health impact or consequences reported. Reported verbatim, "nurse is reporting a needle stick, but the safety lok was engaged. As she was putting the device into an overfilled sharps container it is believed that she got stuck by the hub end of the device."

Event description:
It was reported that a needle stick injury occurred while disposing of an unspecified bd wingset acquisition device in an over filled sharps container after use. There was no health impact or consequences reported. Reported verbatim, "nurse is reporting a needle stick, but the safety lok was engaged. As she was putting the device into an overfilled sharps container it is believed that she got stuck by the hub end of the device."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.